Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Correction: the serial number was originally reported as (B)(4). The correct serial number for this complaint is (B)(4).

Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The serial number for this device as reported by the distributor is (B)(4).